Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the devices were received and the subject lot was confirmed to be bent. Dimensional and functional inspections were not performed as the device was received damaged. The investigation determined the root cause of the event to be use error as the further discussion with the sales rep indicated the damage occurred due to the improper method of removing the reamers from the handles by the surgeon. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon reaming acetabulum, first two reamings worked fine, second and third reaming wobbled on power, checked reamer with straight cylindrical reamer to make sure it was not the power source. Upon closer inspection of reamer handle it had bent at the power attachment end. We got a second set of reamers inspected them to make sure they were straight, continued reaming, same sequence of events happened, first two reamings were fine, second and third reamings they had bent at power source attachment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reaming acetabulum, first two reamings worked fine, second and third reaming wobbled on power, checked reamer with straight cylindrical reamer to make sure it was not the power source. Upon closer inspection of reamer handle, it had bent at the power attachment end. We got a second set of reamers inspected them to make sure they were straight, continued reaming, same sequence of events happened, first two reamings were fine, second and third reamings they had bent at power source attachment.